Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported a missing sensor wire that she believed might be retained in her body. The patient was unsure if the missing sensor wire occurred prior to or after the day she had an MRI (magnetic resonance imaging) performed. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The complaint confirmation was unable to be determined via data. A root cause could not be determined.